Event description:
It was reported that the pacemaker estimated battery life has lost two years in one a year time frame. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage increased slightly over the past year. This small increase is not detectable by calculation and will not affect the elective replacement indicator (eri) to end of life (eol) replacement timing. Ts noted that replacement of the device within this time frame could be considered. However, it was noted that replacement would be a clinical decision. Additional information was received approximately one year earlier that there was again concern over premature battery depletion as the device was at approximately one year remaining longevity with increased battery usage. The battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. As a result, the estimated remaining longevity will decrease faster than expected between follow-ups. It was noted that eri status is not expected to be reached within 90 days. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker estimated battery life has lost two years in one a year time frame. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage increased slightly over the past year. This small increase is not detectable by calculation and will not affect the elective replacement indicator (eri) to end of life (eol) replacement timing. Ts noted that replacement of the device within this time frame could be considered. However, it was noted that replacement would be a clinical decision. Additional information was received approximately one year earlier that there was again concern over premature battery depletion as the device was at approximately one year remaining longevity with increased battery usage. The battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. As a result, the estimated remaining longevity will decrease faster than expected between follow-ups. It was noted that eri status is not expected to be reached within 90 days. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was received at a local return facility, thus indicating it was explanted. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker estimated battery life has lost two years in one a year time frame. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage increased slightly over the past year. This small increase is not detectable by calculation and will not affect the elective replacement indicator (eri) to end of life (eol) replacement timing. Ts noted that replacement of the device within this time frame could be considered. However, it was noted that replacement would be a clinical decision. Additional information was received approximately one year earlier that there was again concern over premature battery depletion as the device was at approximately one year remaining longevity with increased battery usage. The battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. As a result, the estimated remaining longevity will decrease faster than expected between follow-ups. It was noted that eri status is not expected to be reached within 90 days. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was received at a local return facility, thus indicating it was explanted. The product has not been received at bsc for analysis to date but is expected to be returned. Should this product be received in the future, an updated report will be provided.